Manufacturer narrative:
The event of a patient undergoing a pocket revision due to ipg migration was reported to abbott. The pocket was relocated. There were no complications. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient's ipg had migrated. Surgical intervention took place on (B)(6) 2023 wherein the ipg was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated.